Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. D4: batch # p56e9x. H6: component code = mechanical (g04). This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows two pieces of tissue on a table and no anomalies were noted. Based on the photo review, the event describe could not be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that the cdh25a was used to perform the anastomosis (coloproctostomy) in a laparoscopic ultra-low anterior resection. The anastomosis site was around the lower rectum. Surgeon had initially planned to use the cdh29a, however then switched to the cdh25a due to encountering narrow lumen of the patient and difficulty in inserting the cdh29a. After mating the 25mm anvil with the trocar spike of the cdh25a, surgeon proceeded to close the stapler so that tissue could be compressed, and the firing could commence. After tightening the stapler, surgeon waited 15 seconds and then proceeded to fire the instrument. While firing the cdh25a stapler, the surgeon did not hear the ¿crunch¿ noise of the stapler which would indicate that the washer has been cut and that the stapling has been successful. Hence, surgeon was skeptical if the stapler had been fired successfully. Surgeon tried multiple times to fire the instrument as forcefully as possible, but no ¿crunch¿ was heard still. Finally, on the last try of firing the stapler, the ¿crunch¿ sound was heard, and surgeon believed that the stapling had been completed. After removing the cdh25a, inspection of the tissue donuts was done. Tissue donuts appeared fully intact and well formed. A jacuzzi leak test was performed and the test was negative for air leaks. Surgeon then proceeded to create a diverting stoma (which was part of the surgical plan) for the patient. The procedure was then successfully completed. There were no patient consequences or changes to the post-operative care of the patient. Surgeon mentioned that this difficulty to fire the stapler is unnatural and worrying. Input from the surgeon upon observing the behavior of the stapler on the laparoscopic monitor during the difficulty to fire is that perhaps the staples had been formed without tissue being cut with the circular knife (no cutting action).